Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5099660/5100435.

Event description:
It was reported that the patients ipg was causing pain and was defective. The patient underwent an explant procedure. The explanted ipg and leads were not returned.